Event description:
Twenty three increased intraperitoneal volume (iipv) situations were identified in the log of a returned homechoice (hc) device. This is report 7 of 23. The iipv occurred on (B)(6) 2010 during cycle 10. The ultrafiltration was 5504ml, which meets baxter's iipv criteria. There was no patient injury or medical intervention reported with this event or any of the other events.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
It was reported that the patient has expired. The date of patient's death and implant duration were not reported. No further details were provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice return instrument test / evaluation (rite) electrical test but failed the rite functional test due to being received inoperative for a system error 2069 alarm (software error). The device was made operative to facilitate testing; once operative, the device met the remainder of the rite functional test requirements. Review of the returned device logs revealed multiple anomalies and drain volumes that met the increased intraperitoneal volume (iipv) criteria. Review of the device's previous service record revealed the device passed all required tests and calibrations prior to being released from the tampa bay facility. No issues were identified that could have caused the additional drain volumes meeting iipv criteria found in the device logs. The cause of the device log anomalies and multiple drain volumes meeting iipv criteria was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Additional information: product surveillance followed up with the pd clinic and provided the nurse with the device evaluation results. The nurse was unaware of any issues or problems associated with the reported issue. The hp is doing well with their current therapy and continues to use the cycler for pd therapy. There was no patient injury or medical intervention reported.